Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing and variable threshold. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.